Event description:
Report received of an overdelivery. In 2003, between 1530 and 1630, the pump was delivering morphine 1mg/ml, in the pca only mode, with a 2mg pca dose, a 6-minute pt lockout, and a 24mg 4-hour limit. At an unspecified time, the customer reported that the door was opened and the day shift total of 10mg was cleared. While the door was open, the pt reportedly requested a pca dose. The door was then shut and locked. The nurse left the room, then returned "shortly after, " and the display reportedly indicated that 7.3mg had infused, with 1 pt demand. After an unspecified length of time, the pt's blood pressure reportedly decreased but increased "shortly after." The pt's respiratory rate remained stable, and the oxygen saturation remained 99-100%. The report source indicated the morphine possibly contributed to the drop in blood pressure; however, the pt "had a rapid heart rate and was receiving multiple cardiac drugs at the same time of the event". The pt remained awake, alert, and talked with family "all night." The pump was removed from clinical service. Approx 7 1/2 hours later, therapy was resumed using a replacement pump, and with the same morphine syringe. There were no reported adverse pt sequelae. Though requested, no further info was available.